Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump was under delivering. The customer¿s high blood glucose level was 585 mg/dl. The customer was treated with insulin pump. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer¿s sensor glucose was 38 mg/dl. The insulin delivery was not suspended. The device will not be returned for the analysis.